Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline from remote support service and had a black screen. A field service engineer arrived at the station, pulled out the main cabinet, and disconnected the retractor band for the first drawer. The bus cable was connected, and the actual failed half-height drawer was identified. The station was powered down, the drawer controller board was replaced, the bus cable was reconnected, and the station was powered back up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline. The machine had a black screen. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.